Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon device interrogation, the insertable cardiac monitor exhibited undersensing due to the device losing contact. No intervention was performed. The patient was stable throughout the event.